Event description:
It was reported that during implant attempt, there were bad r-waves, and after two positioning attempts, the helix would not retract. The lead was not implanted. No patient complications have been reported as a result of this event

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the full lead was returned for analysis and no anomalieswere found. It was reported that there was blood/body fluid on the distal conductor (not obstructed) and the helix (sleeve head).